Event description:
It was reported that the iab was inserted via the patient's femoral artery. Indications for use: sp coronary artery bypass graft. (CABG) myocardial dysfunction. Length of time in use prior to the event is listed as 48 hours. The registered nurse in the intensive care unit (ICU) called the clinical support specialist (css) because she had noted some blood oozing around the pressure tubing connection at the hub of the iab. The registered nurse told that css that when she manipulated it, it broke off. The registered nurse stated the tip was stuck in the central lumen. The registered nurse also confirmed they were able to get a cap over the line and there is no longer any oozing. The pump is currently pumping well, achieving the goals of therapy for the patient. There have been no alarms; the pump was in autopilot mode and using the fiberoptix sensor (fos) waveform as the arterial pressure (ap) source. The registered nurse wanted to make sure that there was no further action needed and what could cause that issue. The registered nurse stated the doctor is aware. The css explained to the registered nurse that since the pump was using the fiber optic connection (verified and ok), the central lumen source was not needed. They are currently transducing the sideport on the sheath to the monitor. The css confirmed again that this a-line (central lumen) can no longer be used or flushed. The css discussed with the registered nurse that the tip that was in the hub cannot enter into the central lumen due to its size. The css discussed different possibilities that can weaken or damage the a-line tubing. The css provided the registered nurse with her direct number should she have any additional questions. The patient is currently supported on the pump.

Manufacturer narrative:
(B)(4).